Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered a no image on the screen due to faulty cable unit. Additionally, the rear cover label was faded. The faulty parts were replaced. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus that during preparation for use, the 4k autoclavable camera head had a blurry image. The intended procedure was completed with an olympus 190 series endoscope. Upon inspection and testing of the returned device, it was observed that the device had no image due to a cable breakage. This report is being submitted for the event found during estimation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely the image defect and no image are due to the faulty cable unit. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 27-dec-2021.